Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to the ipg being more superficial. The patient underwent a pocket revision during which the physician implanted the ipg deeper in the same pocket. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to the ipg being more superficial. The patient underwent a pocket revision during which the physician implanted the ipg deeper in the same pocket. The patient was reportedly doing well following the procedure.